Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim. Consumer reported they were instructed to have their stimulation on for a week and then turn it off for a week to help determine the efficacy of the therapy. Consumer reported that when they went to turn the stimulation off they encountered the power on reset (por) message. The patient reported they encountered poor communication however they were able to successfully sync and see the por message after repositioning the pp antenna. Patient was redirected to their health care professional to clear the por. No further complications reported/anticipated.